Event description:
Caller reported experiencing a cartridge alarm issue, specifically cartridge alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, technical support arranged to send a replacement pump with updated software. The caller agreed to use an alternate insulin delivery method, mdi, while awaiting the new pump and was given instructions on returning the problematic pump.